Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) touchscreen was noted frozen. The iabp continued to pump without interruption and achieving goals of therapy. Power reset corrected the issue. As a result, the iabp was swapped out for a new iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp display unresponsive after 15 minutes of pumping was confirmed by a teleflex field service engineer, however, the returned display passed functional testing. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: for complaint involving the same pump and event see MDR #3010532612-2019-00308 and (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) touchscreen was noted frozen. The iabp continued to pump without interruption and achieving goals of therapy. Power reset corrected the issue. As a result, the iabp was swapped out for a new iabp. There was no report of patient complications, serious injury or death.